Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. During the procedure, it was noticed that "the device misfired" and "the bands were crossed and either the string just fell off or was not existent." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the ligator head with some bands had overlapped and moved from their position. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands unable to deploy and the suture was detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. During the procedure, it was noticed that "the device misfired" and "the bands were crossed and either the string just fell off or was not existent." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Note: photos of the complaint device outside the patient were provided by the customer and showed the ligator head with some bands had overlapped and moved from their position. No further information has been obtained despite good faith efforts. The reported event may suggest that the bands unable to deploy and the suture was detached.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0501 captures the reportable event of suture detached. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed. A visual evaluation noted that the ligator head returned with seven bands attached, some of them had moved from their position and overlapped. These findings were consistent with the findings per media analysis based on the photos provided by the customer. The slack was taken up and the trip wire was secured. The suture was in good condition, which contained seven knots. The device was observed under magnification, and the ligator head teeth were found bent/damaged while the suture was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged, and the bands on the ligator head were moved. This suggests that the device could not deploy. The reported event of suture detached was not confirmed as the returned suture thread was in good condition. These conditions could have been generated due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The bent ligator head teeth are evidence that the functionality of the device was affected in some way, possibly due to the tortuosity or anatomical conditions of the patient. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Block h11 (correction): block e1 (initial reporter email) has been corrected.